Event description:
Site experienced erratic results on ises, calcium, and albumin assays. No pts were treated due to the erratic results reported. The field service engineer determined site was not spinning tubes for the appropriate length of time. The site is now following appropriate procedures for spinning samples and has not had recurrence of issue to date. The field service rep performed performance check tests which were within specification.